Manufacturer narrative:
Mfg and product storage records have been requested from archives. Eval to be performed upon receipt of records, and results will be submitted in a supplement report, upon completion of investigation.

Event description:
The following info has been taken from the voluntary report filed on 10/03/2008 by a rep of the facility. A copy of this report was rec'd by smith & nephew on 10/22/2008. Pt was being treated for a right great toe diabetic ulceration. In 2005, dermagraft was applied to the pt by dr. This dr's office reported that one week after application, the pt had developed a significant infection. At about one week later, the pt had their right great toe amputated due to necrosis, ulceration and dry gangrene.